Event description:
It was reported that the siderail could not be latched due to a damaged siderail handle on siderail column. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.